Event description:
The patient was implanted with a paracorporeal left ventricular assist device. The perfusionist reported that the patient was at home and the batteries in the tlc ii driver "fell out." It is unknown how the batteries disconnected from the tlc ii driver. At the time the batteries disconnected, the backup battery did not engage. The patient experienced dizziness and fatigue symptoms during the event. The patient changed to the backup tlc ii driver while at home and went to the hospital. There were no reports of loss of power on the backup tlc ii driver while the patient was at home. While in the hospital, both tlc ii drivers were tested. When removing the batteries in both tlc ii drivers, the backup batteries did not engage in either tlc ii driver. The patient was not admitted to the hospital due to the loss of power, but the patient was admitted for a sub-therapeutic inr. The patient was discharged home on (B)(6) 2015 with two replacement drivers.

Manufacturer narrative:
Approximate age of device: 10 years and 3.5 months. (The tlc ii driver is not a single use device.) This record refers to the primary tlc ii driver (serial #(B)(4)). Please refer to MFR #2916596-2015-00782 for the event related to the back-up tlc ii driver (serial #(B)(4)). The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The returned device was evaluated and the report of the device being unable to operate on emergency battery power was unable to be confirmed or reproduced with a test equipment. Functional testing including battery switching tests, service evaluation, and testing with mock loops all revealed that the device functioned as intended and the event findings were in accordance with approved labeling. Additionally, the reported event of the battery coming loose was unable to be reproduced. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.